Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies which would relate to the reported insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol, no anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. Adjusted venous blood was run through the actual sample while pao2 was determined. Subsequently, the blood was circulated in the actual sample at the blood flow rate of 3l/min., v/q=1 and fio2=100% for one hour, readjusted and let to run through the actual sample while pao2 was determined again and compared with the previously determined value. No deterioration was confirmed. Based upon the available information, the cause for the reported event cannot be definitively determined. The investigation results verified that the actual sample was the normal product with the normal gas transfer performance. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The actual sample was verified to be normal product with no inherent deficiency. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." All available information has been placed on file for use in quality assurance tracking, trending and follow up. (B)(4).

Event description:
(B)(4).

Event description:
The user facility reported insufficient gas exchange in the capiox sx10 device during a procedure. Follow up communication with the user facility reported the following information: there was no abnormality during priming; starting cpb, the perfusionist found the color of blood became a little dark in the outlet of oxygenator with fio2 55%; gas blood test showed: pao2:145mmhg, pco2:35mmhg; fio2 was increased, exact value not reported; 30 minutes past, a recheck of the gas blood: pao2:91mmhg, pco2:50mmhg; nasopharynx temperature was 30 degrees at that moment; the fio2 was increased to 100%; after 20 minutes, gas blood test showed: pao2:65mmhg, pco2:33mmhg.' A check of the gas blender was reported as normal; (the perfusionist informed the surgeons were ask to quickly finish procedure; open the vein return, breathe by ventilator, 5minutes later, the gas blood analysis showed: pao2:222mmhg, pco2:37mmhg. Stop cpb; the procedure was completed successfully; and the patient was safe and returned to the ward.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of device history record of the involved product/ lot # combination confirmed there were not any indications of production-related problems. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. A search of the complaint file did not find any other report of this nature with the involved product/lot # combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.